Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing episodes were observed. Review of egm suspected that the oversensing could be a result of emi. The patient was called in clinic for further evaluation. It was noted that at the time of oversensing patient was using a circulation booster machine. Device check was normal. Patient¿s condition was stable.